Manufacturer narrative:
Concomitant medical products: product ID 3889-28. Lot# va0vapj, implanted: (B)(6) 2015. Product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-may-2019, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient is due to get their stimulator changed out. Patient had an appointment august 25. They said patient had 12-16% battery life, and that should last a couple months past a year. Then, later on, the patient said they had 12-14% battery life. Caller said their doctor is trying to find them a different surgeon since they are not a child any longer. The doctor said if they don't find one they will do the replacement themselves. Last night the patient's device just stopped reading and they can't connect the remote to the device. The device kind of freaked out and shocked them and increased the pulsation. Patient was able to get it to synch once to shut off stimulation and now they can't get it to synch back up again. Patient said last night they tried to synch patient programmer with and without the antenna and got poor communication. Troubleshooting walked caller through trying to connect with and without antenna on the phone and they got the same message. Patient said they were in the middle of a stretch backwards when they got shocked. The doctor told them that they have a broken lead. The patient has four wires and the third is broken or misplaced. The system was fully operational at the time. Troubleshooting asked the patient if they can feel the stimulator and they said yes it is pretty superficial. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.